Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act and esc buttons dome switch. No unlocked lcd keypad connector noted. No unexpected numbers ramping or scrolling during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had received button error alarm. Customer¿s blood glucose was unknown. Customer stated that up and down arrows not responsive to every button press. Customer also stated that they were not able to clear the alarm. Troubleshooting was performed. Customer was advised to the insulin pump would need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.